Event description:
A vaxcel pasv mini port was being placed for therapeutic purposes. During catheter insertion, the peel-away introducer sheath did not peel away properly due to lack of perforation. The physician needed to use hemostats to pull apart the remainder of the sheath in order to complete the procedure. The procedure was extended by twenty minutes due to cutting and peeling away the sheath slowly.